Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series, sl1¿ 8.5f. Was received for investigation. The sheath hub separated from the sheath tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath detachment is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a turning maneuver, the valve detached from the lock and the lock shaft disappeared into the patient and had to be recovered with snare loops. The procedure was able to be completed and there were no consequences to the patient.